Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement reported. The covidien customer support engineer (cse) inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.